Manufacturer narrative:
Additional information for graft #2 serial #: (B)(4). Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the physician was having difficulty placing the distal arms of an elevate anterior. Upon cystoscopy, the physician noticed that the distal arm on the pt's left side was in the bladder. A second physician removed the mesh arm from the bladder and repaired the bladder. The second physician also replaced some of the other mesh arms. The original arms were stretched when removed so the arms from a second device were implanted. The body of the first device and arms of the second device remain implanted. It is unknown which lot number corresponds to which components implanted. No additional pt complications were reported in relation to this event.